Event description:
Pt reported that back to back tests performed on their ss meter using separate finger sticks were 223 and 81 mg/dl (93% difference). No symptoms were reported. Pt did not have supplies to do control test. Lfs rep discovered pt does not clean their meter according to MFR's product recommendations. Reviewed importance of using control solution and cleaning their meter regularly. The meter was replaced. There was no allegation of harm.